Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned in two pieces. Visual inspection found the catheter separated at the intermediate shaft. All parts of the catheter were accounted for with no missing pieces observed. During functional testing, a laboratory 0.014 inch guidewire was inserted through the distal tip, able to pass through the device, and out through the exit port with no resistance noted. Block h6: based on the complaint details, the shaft separation likely occurred due to the force applied by the user. Per the IFU, retained device component is listed as a possible adverse effects of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt catheter was used to treat a severely calcified proximal lad artery. During delivery and removal, resistance was encountered. While removing from the patient, some degree of force was applied, but the shaft separated. The separated portion was removed successfully with a snare. Imaging confirmed that no fragments were left inside the patient. The procedure was completed with the suspect device with no patient injury reported. This adverse event and product problem is being submitted due to the shaft separation requiring medical intervention for removal.